Event description:
A hemopro unit was being used for an endoscopic harvest of veins from a patient's leg for use in bypass grafting on the heart. A piece of the rubber was noted to be in the tunneler during the harvest. It was removed from the leg and inspected. The hemopro was also inspected and it was found that the piece of rubber had peeled off of the tip of the hemopro jaw.====================== health professional's impression======================there was no harm to the patient. The product failed and was taken out of service.